Event description:
It was reported that the impedance on the atrial lead has increased and is high. Some oversensing was also observed. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products; (B)(4) implantable cardioverter defibrillator, 2007 (B)(6). (B)(4).